Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 27mm navitor was selected for implant using a large flexnav delivery system. A computerized tomography (CT) scan showed concentric calcium in some portions but with size > 5.5/6 mm. During the procedure, while crossing the femoral arteries with the flexnav, device was stuck inside the abdominal part without any success to move up or down. The patient was referred to the operating room for surgical cutdown and the delivery system was removed successfully. No device was ultimately implanted. The patient was reported to be in stable condition.

Manufacturer narrative:
An event of delivery system being stuck while crossing the femoral arteries was reported. The investigation found a small indent was noted in the valve capsule near the nose cone, consistent with damage during use. No other anomalies were noted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. The cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. H6 medical device problem code: code 4012 removed.